Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. Triclip xt (lot: 50106r1044) was chosen for implantation and was deployed successfully mid- anterior/septal. Another xt (lot: 50106r1036) was chosen for implantation and deployed successfully central - anterior/septal. A third xt lot: 50106r1022) was chosen for implantation and deployed on central-posterior/septal. After release of the clip, it detached from the septal leaflet ( single leaflet device attachment (slda)). There was no evidence of tissue or chordal damage. A xt (lot: 50106r1021) was implanted to stabilize the slda. The procedure ended with tr reduced to grade 3.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be due to patient morphology/pathology (thin leaflets and the presence of a coaptation gap). The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. Triclip xt (lot: 50106r1044) was chosen for implantation, and was deployed successfully mid- anterior/septal. Another xt (lot: 50106r1036) was chosen for implantation and deployed successfully central - anterior/septal. A third xt lot: 50106r1022) was chosen for implantation and deployed on central-posterior/septal. After release of the clip, it detached from the septal leaflet ( single leaflet device attachment (slda)). There was no evidence of tissue or chordal damage. A xt (lot: 50106r1021) was implanted to stabilize the slda. The procedure ended with tr reduced to grade 3.